Event description:
It was reported to philips that the system generator stopped repeatedly working during an intervention. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that the issue occurred on (B)(6) 2024. According to the additional information acquired, the system was in clinical use for a vascular diagnosis at the time of the reported event. The procedure was completed as planned by restarting the system. A philips remote service engineer (rse) examined the system remotely and analyzed the log file which revealed errors related to power inverter (point) evr certeray gate driver. The rse suspected the point evr certeray was faulty and needed replacement. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. In order to resolve the issue, the fse replaced the point evr certeray. The system was returned to use in good working order and ready for clinical use. The point evr certeray was returned for further analysis. Functional testing was performed, and the component was found to be defective. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore concluded this event to be not reportable.